Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported that the disposable leaked and an air bubble was found in the filter. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 04-jul-2022 via email and attached to complaint object: fault occurred while in use with patient; no medical intervention; relevant tests not performed; patient was not receiving any other medications during the infusion. Patients must return to the ward every time the tubing leaks, instead of just every 4 days for the cassette to be replaced. Consumption of more drains, which increases the cost of patient treatment. Date of event, patient information updated. No injury. Additional information received on 08-jul-2022 via email and attached to complaint object: it was previously reported that the leaks occurred 24 hours after the start of the infusion, however, additional information received stated the data in the table is the most detailed and has been provided in writing by the user. I got the first information about leaks after a telephone conversation with a customer, so they could be imprecise.

Manufacturer narrative:
Device evaluation: one sample was received which consisted of one extension. The sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unit was visually inspected under normal conditions of illumination. No obstructions, damage, or other defects were detected in the product. Leak testing on the sample received was performed using hydrostatic vessel. A leak was observed in the filter air vent; the complaint was confirmed. After analysis it was decided that the root cause was not associated with the manufacturing process since the failure could not be reproduced following the assembly process, thus the most probable root cause was that the filter became damaged from the use of solutions t containing high levels of surfactants. The root cause was traced to user interface. No corrective actions were performed since the failure mode was not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: the issue was resolved. H6: event problem and evaluation codes: updated. H4: device manufacture date: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: h4: mfg. Date. 15-mar-2022 correction: d4: expiration date 22-feb-2027.